Event description:
It was reported that the patient could not inflate the inflatable penile prosthesis due to fluid loss as a CT scan revealed a reduction in reservoir volume. No patient complications were reported.